Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the large intestine during a colorectal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was gradually increased in size from 18 mm and inflated to 20mm, but before reaching 6 atm, the balloon seemed to have cracked or perforated. The customer reported that both possibilities of a balloon burst, and balloon pinhole exist for the balloon. The procedure was not completed and was canceled as another device was not available. The procedure was rescheduled for (B)(6) 2024, and was completed successfully on that day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf impact code f05 is being used to capture the reportable event of an aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the large intestine during a colorectal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was gradually increased in size from 18 mm and inflated to 20mm, but before reaching 6 atm, the balloon seemed to have cracked or perforated. The customer reported that both possibilities of a balloon burst, and balloon pinhole exist for the balloon. The procedure was not completed and was canceled as another device was not available. The procedure was rescheduled for (B)(6) 2024, and was completed successfully on that day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf impact code f05 is being used to capture the reportable event of an aborted/cancelled procedure. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a tear in the middle section. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The tear found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.